Event description:
Customer called to report that reagent probe b was leaking onto the drip tray of the unicel dxc 600i synchron access clinical system. Customer also stated that blood urea nitrogen, creatinine, and other enzymes recovered "blank absorbance low" errors, and that the triglycerides recovered "blank absorbance high" errors for some patient samples. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, and generated a service request. On the following day, the field service engineer (fse) inspected the instrument and found that the probe was not leaking and could not be reproduced. The fse replaced the a/b valve, reagent 3-way valve, reagent tubing, probe b collar wash valve, and bubble generator. The fse also tested the triglyceride calibration and quality controls, all of which passed within specified limits without any errors. Customer stated that reagent probe b continued to leak; therefore, the fse returned on (B)(6) 2011 to perform additional service. The fse was once again unable to reproduce the leak from reagent probe b. The fse replaced reagent probe b collar wash waste valve and the collar wash. The fse then performed alignments, and removed the vacuum and waste canisters. The fse also flushed the probes with bleach. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.

Manufacturer narrative:
The field service engineer (fse) could not replicate the reagent probe b leak, and could not determine the root cause of the leak. However, the issue appears to have been resolved after the fse performed the services described as customer has not called back to report any further instrument issues. (B)(4).